Manufacturer narrative:
D10: concomitants: 300-30-06 - equinoxe preserve stem 6mm (B)(6). 320-36-00 - 36mm humeral liner +0 unconstrained (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-31-36 - glenosphere, 36mm (B)(6). 320-35-01 - small glenoid plate (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). H3: the revision reported may be the result of the humeral liner wear and infection as reported. However, the series of events and contributing factors to each cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. The reason for the infection cannot be conclusively determined; however, it may be related to an underlying patient condition. A review of the sterile certificates was performed for all components. All lots were accepted to the requirements. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial right total shoulder replacement and right shoulder biceps tenodesis procedure on (B)(6) 2019 to treat an irreparable right rotator cuff tear and biceps tendinitis. Subsequently, the patient reported pain approximately 6 weeks post-op that was resolved with rest. Approximately 2 years post-op, the patient again reported pain; however, no evidence of a mechanical problem was observed. Subsequently, the patient reported intense pain that interfered with sleep approximately 3 years post-op and an MRI was obtained. The MRI identified subacromial bursitis, containing particulate debris and creating an indolent pattern of erosion of the lateral margin of the acromion process with a stress reaction but no fracture line, as well as chronic tears of the infraspinatus, supraspinatus and subscapularis tendons. Further, CT imaging noted a subacute stress fracture at the far lateral aspect of the acromion with areas of bony resorption. Adjacent degenerative changes of the ac joint as well as fluid extending into the underlying subacromial subdeltoid bursa. No complication of the hardware itself in the setting of reverse type total shoulder arthroplasty. It was discussed with the patient that the particulate debris that showed on the MRI may be a reaction to the polyethylene. The patient underwent a revision procedure on (B)(6) 2023, approximately 4 years 4 months post the initial procedure, of the glenosphere, humeral tray, and poly liner. Intraoperatively noted was polyethylene wear on the inferior aspect of the poly, consistent with posterior inferior notching, as well as an exudative material on the soft tissue in the subacromial space. The pathology reports final diagnosis for the synovium right, indicated a tissue reaction to particulate implant material ¿ for the soft tissue: polyethelene debris, mixed small and large particulate. The patient was discharged home on (B)(6) 2023. Approximately 1 week later, the intra-operative cultures obtained during the revision showed broth only cutibacterium (propionibacterium) acnes. The patient was instructed to continuing to take augmentin, on which he had been discharged from the hospital. He was subsequently followed by infectious disease and continued treatment with antibiotics for 6 months. No further information. This is 1 of 2 reports for this event. This is 1 of 2 events for this patient.